Event description:
A pump replacement due to volume discrepancy was reported. It was stated that during the last few refills, there were inaccurate findings of pump volume vs. The printout (pump logs). Catheter break/tear/hole was also noted. No rotor or catheter dye studies were performed. Patient outcome was reported as recovered without sequela. Drugs delivered via the device were fentanyl and clonidine.

Manufacturer narrative:
Final anlysis of the device revealed no anomaly, normal device function. Pump passed all non-destructive testing. The catheter was not returned for analysis.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: (B)(6) 2011; catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2003, explanted on: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.